Event description:
The customer reported via phone call that they received a button error alarm when attempting to bolus. Customer also stated the buttons did not work properly prior to the alarm occurring. It was also found the button error alarm could not be cleared. Customer's blood glucose was 188 mg/dl. The insulin pump will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Cracked battery tube threads, a broken belt clip slot, minor scratches on the display window, and a cracked reservoir tube lip was noted. The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted.